Event description:
It was reported that an ilet bionic pancreas had a cracked touchscreen that rendered the display white and unusable, and the user was unable to sync data before shutdown. Symptoms included no injury. Outcomes included interruption of normal device use and the need for device replacement. Investigation included collection of event details, confirmation that the device would be returned, and instructions for device shutdown to prevent further alerts. Investigation of this case revealed physical damage to the touchscreen/display assembly consistent with user-reported external damage, resulting in loss of screen function and inability to navigate the device. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical impact, which is not a device malfunction.